Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, and the foreign material was identified as deodorant residue. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residue from disinfectants, residue on the c-cover (plastic distal end cover) and the a-rubber (bending section cover). There was no patient involvement.